Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The patient¿s blood glucose level was more than 200 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.